Event description:
It was reported that the intima-ii y 24gax0.75in mz ec slm npvc leaked blood from the needle-free connector during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the nurse followed the doctor's advice to use the closed indwelling needle for fluid infusion treatment. When the fluid was injected, there was blood and fluid oozing at the positive pressure needle-free connector. Then the operation was completed by replacing the new one immediately."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in mz ec slm npvc leaked blood from the needle-free connector during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, the nurse followed the doctor's advice to use the closed indwelling needle for fluid infusion treatment. When the fluid was injected, there was blood and fluid oozing at the positive pressure needle-free connector. Then the operation was completed by replacing the new one immediately".